Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. Investigation summary: bd received 5 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill was observed in 1 of the 5 tubes of the incident lot was observed. The customer sample tubes were inspected with 1 of the 5 tubes having a crooked shield/stopper assembly. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on the investigation, the most likely root cause was the crooked shield/stopper assembly. A review of the device history records for the incident lot, was conducted and all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of crooked stopper/ underfill through a corrective and preventive action (CAPA)260774.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 500 times. The following information was provided by the initial reporter: translated to english. The customer stated the vacutainers are not filling to the maximum fill. Staff were returning from am collections, 6 different staff members bring the issue of multiple pst tubes not filling. It's not that they would not fill to the maximum volume but the tubes had no vacuum. All of these patients required an additional venipuncture. With so many staff having the same issue involving the same lot number, we pulled all the tubes of this lot. This involved approximately 500 tubes. After removing all these tubes from our stock, we had no more issues with tubes not filling.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 500 times. The following information was provided by the initial reporter: translated to english. The customer stated the vacutainers are not filling to the maximum fill. Staff were returning from am collections, 6 different staff members bring the issue of multiple pst tubes not filling. It's not that they would not fill to the maximum volume but the tubes had no vacuum. All of these patients required an additional venipuncture. With so many staff having the same issue involving the same lot number, we pulled all the tubes of this lot. This involved approximately 500 tubes. After removing all these tubes from our stock, we had no more issues with tubes not filling."